Event description:
A malfunction was reported by the caller, identifying it as malfunction 199 in tandem source, which indicated a pump malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer received pump reset information from technical support and successfully reset the pump without recurrence of the malfunction code. Technical support advised the customer to continue using the pump and to call back if any malfunction code recurs.